Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that a piece of the provisional fractured off during assembly. Assembly and subsequent fracture took place away from the surgical site.

Manufacturer narrative:
The persona tibial articular surface provisional (tasp) was received with complaint for investigation. Visual inspection of the returned tasp bottom confirmed that the anterio-lateral corner of the post. This device also shows evidence of damage on the superior surface with signs of heavy nicks and gouges, dents, and scratches. These seen are likely from use. This device is used for treatment. It is unknown if the tasp was used per the surgical technique. This particular device is listed in the aggregate tasp scope list associated with corrective actions. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification was implemented. As such, a previously addressed design issue is considered as the root cause.